Manufacturer narrative:
Our product evaluation lab received one single dpt-vamp flex kit with IV set and pressure tubing. The customer report of disconnection issue was confirmed. Pressure tubing was found completely broken at the bond joint to female connector, which was connected to planecta, sample site from jms, the manufacturer. No other visible inconsistency was observed from the kit. Other evaluation was performed by infus as they manufactured the part of the device that became broken. After completing their investigation it was found that infus' manufacturing processes are well-controlled, with no operations or related items identifies as potential causes of tube breakage. The breakage of the tube in the complaint product is likely caused by factors beyond infus' control. All products underwent 100% inspection for product integrity. No non-conformities indicating tube breakage were found. All related operators perform assembly, inspection and other related processes have been properly trained and qualified.

Event description:
It was reported that the tip of the pressure monitoring kit was detached during use. No patient injury was reported.

Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming when the investigation is completed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.